Manufacturer narrative:
An event regarding infection involving a accolade plus tmzf hip stem #2 was reported. The event was not confirmed. Visual examination indicated that damage was noted to both anterior and posterior surfaces at the coated area and proximal area of the implant. This damage is known to be associated with explantation of the device. Some bony on-growth was observed on the coated surface of the returned stem. Also adhered debris and dark discoloration was seen at the trunnion and slightly below the distal edge of the trunnion. The material analysis of the stem concluded that the "debris composition was consistent with a corrosion product". No material or manufacturing defects were observed on the stem. A medical review was not performed because insufficient information was provided. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the surgeon did a revision of right hip today of infected joint. Found corrosion on and below trunion. Removed all four pieces and put in antibiotic spacers.

Manufacturer narrative:
Other devices listed in this report:trident hemispherical solid back shell, cat # 500-11-56f, lot # 27762601;insert liner x3 neutral, cat # unknown, lot # unknown.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon did a revision of right hip today of infected joint. Found corrosion on and below trunnion. Removed all four pieces and put in antibiotic spacers.